Manufacturer narrative:
Arjo was notified about an incident with involvement of alenti hygiene lift. It was reported that after bathing, the patient fell from the lifter (about 1 m high). The lifter overturned in the opposite direction to the patient. According to the provided information both arm rests were closed and the resident was not wearing a seat belt. The customer facility provided an information confirming that the patient did not sustain any injury and no clinical treatment was required. The device has been inspected by the arjo representative, but no issue was detected. No further information was made available. The reporting customer did not provide further details about the course of incident e.g. What was the sequence of events that led to the patient fall from the seat despite the closed arm rests. Please note that according to operating and daily maintenance instructions (IFU; 04.cd.02_6gb dated on april 2000; active at the time device was manufactured), each user of the arjo equipment should follow the instructions of this document. This manual includes substantial information for correct and safe device usage, such as: ¿make sure the patient is sitting straight upright in the middle of the seat.¿ the IFU provides also information that a safety belt can be used together with the supporting instructions to secure patient during use of the alenti lift. In summary, no malfunction within the device was found, so the product was up to the manufacturer¿s specification after the event. The lift was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities in abundance of caution due to indication of a patient fall.

Manufacturer narrative:
(B)(4). The device has been initially inspected, but no issue was detected. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an incident with involvement of alenti hygiene lift. It was reported that after bath the patient fell from the lifter (about 1 m high). The lifter overturned in the opposite direction to the patient. According to the provided information both arm rests were down and the resident was not wearing a seat belt. The patient sustained an injury, but further details were not available to date.